Manufacturer narrative:
Patient identifier was not provided. Livanova (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to confirm the reported issue during a half hour test run. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that the s3 roller pump stopped and displayed an error message shortly after the onset of cardioplegia infusion during a procedure. The pump was restarted but the issue persisted. The user utilized the hand crank until the pump module could be replaced. The procedure was continued without further incident. There was no report of patient injury.

Manufacturer narrative:
The reported issue could not be confirmed. The device was taken out of service. As the issue could not be reproduced or confirmed, a root cause was not identified.